Event description:
In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 9 years due to aortic stenosis. Per the op report, this patient had developed prosthetic valve aortic stenosis in addition, the mitral regurgitation and tricuspid regurgitation. She was also known to have a porcelain aorta which required reconstruction. The aortic device was replaced with another edwards biorosthetic valve. Following complete wean from bypass, intraoperative examination of the patient's heart showed excellent overall ventricular function with some improvement in her baseline ejection fraction which was originally measured at 25% and now appeared to be closer to 35-40%. The new bioprosthetic valve was shown functioning nicely without evidence of perivalvular leak. There were no intraoperative complications.

Manufacturer narrative:
Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. The device history record (DHR) review is currently in process. No further actions are possible at this time.